Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It is reported that the patient presented in clinic for routine follow up. Upon interrogation, it was revealed that the pacemaker had a drastically reduced longevity estimate. The patient experienced no negative effects and was in stable condition. No intervention was reported.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020. The patient was in stable condition prior, during and post procedure.

Manufacturer narrative:
The reported field event of an incorrect measurement was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.